Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 414 mg/dl. The customer stated that she was wearing the insulin pump for a few hours at the time of the emergency room visit but was taken off insulin pump therapy when she was placed on an insulin drip. She noted that she had gone to bed with high blood glucose and woke up with high blood glucose. Her blood glucose was 326 mg/dl when she woke up, treated with a correction bolus, and an hour later, the blood glucose rose to 400 mg/dl. She treated with the insulin pump prior to admission. She complained of dehydration. She noted that her endocrinologist changed her basal rates recently. She did not receive any alarms on the insulin pump leading up to the event. She was advised to change the entire set, reservoir and insulin and to treat per doctor's instructions. She did not have any more insulin to perform the high pressure test and would call back when able.